Manufacturer narrative:
(B)(4).

Event description:
This is a report of a patient who experienced peritonitis. The patient was hospitalized for the peritonitis. On an unknown date, the patient was treated with unspecified antibiotics. After five days, the patient was discharged from the hospital. On an unknown date, the patient was retrained on proper aseptic technique. No additional information is available. This is report 1 of 3 involved in this peritonitis event. Dianeal therapy was ongoing. Event details: during a call, the following was reported. On an unreported date, the patient experienced peritonitis and was hospitalized for the event. The cause and treatment of peritonitis was not reported.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h13e22081 and h13d26119. All release criteria were met prior to the release of these lots. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).